Event description:
Pt underwent placement of right total knee during 1990. She presented with complaints of knee pain for approx one year. The pt was evaluated prior to hospitalization and felt to have loosening of her patellar component. The pt denied any trauma to the knee. She was admitted to the hosp and underwent removal of the patellar button, right knee. Intraoperatively, it was noted taht there was a moderate amount of fluid encountered within the knee joint and the patellar button was completely free. It was removed. The undersurface of the patella appeared smooth.